Event description:
A patient reported experiencing inaccurate erratic results with an ot basic meter. The patient's blood glucose results were 80, 50, 199, 80, and 265 mg/dl. Tests were done within 20 minutes with a difference of 69%. Patient did not experience any adverse events. No further information has been reported.